Event description:
On (B)(6) 2026, a patient underwent CT guided percutaneous lung biopsy procedure using the maxcore instrument. Post procedure CT revealed pneumothorax, needle aspiration was ineffective, so closed chest drainage was performed with good gas evacuation. The patient had no respiratory or cardiac discomfort after the procedure and returned to the ward in stable condition. Postoperative care included oxygen therapy, cardiac monitoring, hemostatic treatment, and close observation of vital signs and puncture site. The current status of the patient is fine.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.